Event description:
It was reported that the left ventricular leads were showing elevated pacing thresholds with intermittent capture at maximum output of the device. The leads were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.